Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while skiing. Customer reported blood glucose level was 240 (mg/dl). While attempting to perform fill tubing to see if insulin drops were visible, the customer received a minimum fill notification. Reportedly, there was only approximately 50 units of insulin left in the cartridge. The customer stated they would obtain a new cartridge to load onto the pump. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.